Manufacturer narrative:
Brand name; corrected data, initial MDR inadvertently submitted incorrect brand name.

Event description:
Programming history database periodic review was performed and high impedance was seen on the patient's device. The patient's device was then disabled. No known surgical intervention has occurred to date. No additional relevant information has been received to date.